Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right common femoral artery, the stent was allegedly twisted. It was further reported that the patient allegedly experienced occlusion. Reportedly, the patient was transferred to a vascular surgeon to treat the reoccluded superficial femoral artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a image was provided for review. The investigation of the reported event is currently underway. H10: d2b (fge), d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent or the delivery system were not available for evaluation. Provided x-ray image demonstrates an hourglass like deformation of the stent inside vessel which confirms stent twisting. In this case 6f introducer with 0.014" guidewire were used for access, the vessel was not tortuous but calcified, and the lesion was pre and post dilated. During deployment, the user did not encounter difficulty, torque was neither felt nor exerted, and an irregular stent strut structure was not seen. Based on the investigation of the provided information, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling/packaging review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU closely describes holding and handling of the system during deployment; in particular the IFU state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position.' In regarding pta, the IFU state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiration date: 01/2026), h11: d2b (nip; fge), h6(patient, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right common femoral artery, the stent was allegedly twisted. It was further reported that the patient allegedly experienced occlusion. Reportedly, the patient was transferred to a vascular surgeon to treat the reoccluded superficial femoral artery. The current status of the patient is unknown.